Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes care manager called on behalf of the family and reported that the customer passed away at home. The cause of death was heroin overdose. No further information was provided. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Additional information has been received which was not in the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was not deceased as reported in the initial medwatch report. The customer's blood glucose was unkown.